Event description:
Ibc from pt regarding ivr legacy pump troubleshooting. States sn #(B)(6) is beeping without a specific error message. Pt replaced battery while author remained on phone, but beeping began again. Advised pharmacy will send a replacement device for delivery tomorrow (B)(6) 2016. Confirmed pump rate at 46ml/24hr. No issue occurred due to malfunctioning pump. Dates of use: (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.